Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. Based on the investigation results, since the device has not been sent to olympus, there are no inspection results for the equipment. However, it is conceivable that there was a difference in awareness of equipment handling and reprocessing procedures between olympus' recommendations and the facility. The root cause of the event could not be determined. The IFU warns against improper reprocessing, stating that "inadequate reprocessing of endoscopes and accessories may result in infection of patients or surgeons who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope was insufficiently reprocessed. Additionally, certain scopes and accessories may have undergone this incomplete reprocessing might have been used on patients. The issue occurred during reprocessing. There were no reports of patient harm.